Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, this case describes a user of intermittent catheters that was provided with a speedicath coudé catheter (bended tip) instead of a straight catheter. Catheter is ati on lead to significant bleeding, that necessitated placement of a foleycatheter and a subsequent visit to the emergency department as the bleeding persisted leading to blockage of the catheter some days later "the foley and bag got plugged up by the blood". The user is reported to have recovered and has been put back on intermittent catheter is at I on with straight catheters.the severity of the event is considered as 3, due to the amountand persistence of bleeding that indicates clinically significant urethral trauma. In addition, as no lot number is provided it is impossible to trace the relevant product documentation and check if similar faults were registered from the particular production lot. No additional complaints registered about this item no. Current month same issue. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed. As no lot number is provided it is impossible to check the ncrs. As we have no received back any samples, the necessary tests cannot be made and can't confirm the issue.

Event description:
According to the available information, end user experienced a large amount of bleeding that he attributes to the speedicath coude. He was prescribed a straight tip but provided coude from the dr office. He ended up not being able to keep the speedicath coude pointed up and caused a large amount of bleeding. Urologist put him back on a foley. Days later, he ended up going to the e.r. Because the foley and bag got plugged up by the blood. EU is back on straight speedicath after bleeding had stopped. Outcome: end user o longer experiencing bleeding.